Event description:
Hi I am (B)(6) years old and all my physical problems began many years ago when I had these silicone breast implants put in. Prior to having these implants put in, I was a very healthy individual. I am just very shocked after doing all my research on the net and hearing that all these other women are having the same issues that I am and you are still approving them. Let me just start out by what these approved implants have stolen from me. I have endometriosis stage 4, infertility no babies, bladder problems, muscle spasms all over my body, fibromyalgia and myofascial syndrome, leaky gut and candida overgrowth. I am having these toxic balls removed next month and of course insurance will not pay for this procedure, since you say that they pose no health issues and are perfectly safe. Every doctor I have seen thinks and believes in what you say about these implants. I do hope you will take this email very seriously because a lot of women are suffering from these so called safe implants which is a complete lie that they are safe. If you look at all the chemicals these implants have in them and then think that these chemicals will not spread throughout our bodies then you are blind. I am going to be one of those loud people who sound the alarm for women out there because this has gone on too long. How dare you and all these medical professionals think you can get away with poisoning women and lie to us just so that these doctors can be millionaires from getting people sick. These implants should not be kept on the market as safe. If they are, these women should know the dangers that can come from putting them in their bodies. I had to close my business and cut back on work hours due to my sickness. This has affected my financial situation. I have bills that need to be paid and I can't work full time because of my sickness. Please listen to the women they are trying to tell you something. That we are getting sick from these implants.